Event description:
A customer contacted beckman coulter (bec) reporting that approximately a quarter cup of clenz (cleaner) leaked from under their coulter lh 750 hematology analyzer and onto the counter when a shutdown or startup was performed. The operator was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and face shield at the time of the event. No injury or exposure was reported. There was no affect to patient samples or results.

Manufacturer narrative:
A field service engineer (fse) went on-site and confirmed that the leak was from a loose rinse block screw. Fse tightened the rinse block screw and installed a thread lock which resolved the leak. Repair was verified per established procedures and results met published performance specifications. System performance was verified. The cause of the leak is related to a loose rinse block screw. (B)(4).